Event description:
One of the pt's battery packs appears to not have charged. Review of the flag file show battery pack and battery charge faults along with a battery runtime expired 1 minute after insertion.